Manufacturer narrative:
Unknown lot number: medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd panel phoenix nmic-311 no mic result was given for the drug ceftolozane/tazobactam (c/t) for a patient (e. Coli) isolate. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for a performance issue due to no mic results for ceftolozane-tazobactam (CT) when using phoenix panel nmic-311 (catalog number 449452) batch number 4031679. The customer did not provide panel returns or isolates but provided binary files and lab reports for the investigation. The lab reports show invalid ast results for CT and levofloxacin (lvx) in patient samples. To investigate, three retention panels each were inoculated with qc isolates escherichia coli a25922 and klebsiella pneumoniae a70060 and placed in a phoenix m50 to be evaluated for CT and lvx mic results. Additionally, two control panels each from the same material but different batch were inoculated with qc isolates escherichia coli a25922 and klebsiella pneumoniae a70060 and placed in a phoenix m50 to be evaluated for CT and lvx mic results. For a total of ten panels tested, all panels returned a valid CT and lvx ast results. Therefore, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed three additional complaints on complaint batch 4031679, one of which is related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd panel phoenix nmic-311 no mic result was given for the drug ceftolozane/tazobactam (c/t) for a patient (e. Coli) isolate. No health impact or consequence reported.